Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when it was noted that the patient notifier could not be felt by the patient during testing. Patient monitoring will continue via merlin.net.